Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # 0100181440, head, lot # 2417566. Item # 0100185146, adapter, lot # 2469202. Item # 00771301000, stem, lot # 60982493.

Event description:
It was reported that a patient underwent a revision surgery approximately 9.5 years post implantation due to corrosion at the adapter-neck junction. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of op notes which indicated mark corrosive changes were identified at the adapter/head, and adapter/titanium neck junction with lab work indicating elevated ion levels. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.